Manufacturer narrative:
Analysis found that during inspection at receipt, the reported event was confirmed and there was abnormal noise when the handpiece operates. An internal inspection confirmed that parts such as the middle housing, shaft, stainless balls, o-rings, nose, and bearings had deteriorated due to dirt and rust. Disassembled and cleaned. Replaced parts such as motor cable assy, middle housing, shaft, stainless ball, o-ring, nose, and bearings. A final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed, stickers were attached. Pre-temperature check in 1 minute °f (fahrenheit): rear =100.58°f; middle= 114.44°f and nose - 123.08°f. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handle part of the handpiece was getting hot. There was no known patient impact. On follow-up, additional information was received reported that the event occurred during tympanoplasty surgery. There was no patient or staff impact.